Event description:
During surgery, the pegs would not engage. The surgery was delayed approximately 30 - 40 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.